Event description:
Facility staff alleged that the strap on the likorall motor broke as they was moving a pt from the stool to the bed. The pt fell onto the bed. No injury was reported.

Manufacturer narrative:
Investigation is on going. Requested parts back from facility for analysis by MFR.